Event description:
Notification was received from the study indicating the patient was hospitalized beginning in 2005 due to unstable angina type iiia. The patient experienced a myocardial infarction (mi). Evidence for this mi was a rise in serum enzymes. Cardiac markers were measured. An ECG was performed in 2008 and abnormalities were not detected. The mi's location was not identifiable. An urgent revascularization was required and this was performed on 2 days later, for restenosis at the distal rca and a denovo lesion at the apical lad. Discharge date is unknown. A relationship between these events and the index devices was not provided.

Manufacturer narrative:
This patient was randomized to the study in 2003. The indication for the index procedure is unknown. At index procedure the patients received a total of 5 cypher sirolimus-eluting coronary stents at the mid rca, mid lad and obtuse marginal. Stent 1 & 2 were implanted at the mid rca via direct stenting at 16 and 18 atms. Stent 3 and 4 were implanted at the mid lad via direct stenting at 16 and 18 atms. The fifth stent was deployed at the obtuse marginal via direct stenting at 16 atm. Pease note: device (lot# r0303468) is distributed outside the united states. However, it is similar to the united states product. This is one of five products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-01702, 9616099-2008-01705, 9616099-2008-01706,9616099-2008-01707, and 9616099-2008-01708. Any additional information will be submitted within 30 days of receipt.